Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 34-year-old patient was implanted on (B)(6) 2022 with a biozorb marker following a surgical procedure for a right breast lumpectomy. On (B)(6) 2024, a medical examination found patient with pain, tenderness to palpation at the biozorb implant site. A conservative treatment plan was put in place. On (B)(6) 2025, a medical examination found that the patient was hospitalized several times with adrenal insufficiency; right breast was well healed; biozorb of the lateral right breast was still palpable and painful to touch; patient has breast pain at biozorb surgical site, worsen in cold weather and sensitive to touch; patient repeatedly asked biozorb implant to be removed. Doctor also recommended removal of biozorb implant but advised that they are not able to do the removal surgery until the adrenal insufficiency was not under control. On (B)(6) 2025 patient reported pain at implant site. On (B)(6) 2025 patient reported spending more the 50% of her time in bed due to fatigue and muscle weakness in neck, spine and proximal limb muscles. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.